Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness. The patient is dependent on the device for normal function. It was noted via remote monitoring that the right ventricular lead exhibited extreme noise with oversensing leading to pacing inhibition. The right ventricular lead was capped (B)(6) 2019 and replaced. The procedure was completed without any complications. The patient was discharged without signs of dizziness in stable condition.